Event description:
Boston scientific crm received information that this atrial lead was abandoned surgically due to dislodgement. The lead had displayed high threshold and low sensing measurements. A new atrial lead was implanted. No adverse pt effects were reported. The abandoned lead was not returned for analysis therefore boston scientific cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.